Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pumps displayed dim segments. There was no patient involvement.

Manufacturer narrative:
Supplemental emdr needed to retract reportability. This file is not reportable.

Event description:
It was reported that the doors had to be replaced on 20 large volume pumps. There was no patient involvement.